Manufacturer narrative:
(B)(4). Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement tests; it failed self test. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery was lasting only 2 days. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.